Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient connection has been disconnected from the device. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) performed troubleshooting and observed that the device prompts that the patient connection has been disconnected, the patient tube is normal, no leakage, bending, etc. Per good faith effort (gfe) response, it was confirmed that the customer called in for consultation about use, no further information about any repair nor confirmation of the devices serial number was able to be obtained. Philips was unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.